Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. The infection rate seen (75 worldwide incidents out of estimated 168,000+ procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed erythema and cellulitis on left axilla 27 days post miradry treatment. Antibiotics were prescribed, and turbid fluids were aspirated from affected area 21 days post-treatment. A culture was taken but results were not provided. Clinic confirmed the symptoms were resolving by 34 days post-treatment.